Event description:
It was reported that the patient experienced syncope and asystole shortly after implant of device system with right ventricular (rv) pacing lead. A temporary pacemaker was implanted as a backup. The rv pacing lead impedance's were within normal range, however varying impedances were observed. The capture management test showed normal values. During magnet test and electrocardiogram (ECG) was recorded with possible loss of capture. The device mode was adjusted and proper ventricular sensing and capture was observed. The temporary pacemaker was removed, the rv lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).